Manufacturer narrative:
The customer's report of a tubing leak was confirmed. Visual inspection of the set showed a tear in the silicone segment atop the edge of the upper fitment, measuring 0.006 inches long. No crush marks or tool marks were observed around the upper fitment. Functional and pressure testing confirmed leaking. The cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse was checking on a pump alarm during an amiodarone infusion and noticed that IV fluids were coming from the silicone segment. Although the patient was critically ill at the time of the event and changing the IV tubing did not improve the patient's vital signs, there was no report of patient harm.